Manufacturer narrative:
(B)(4).

Event description:
It was reported that error codes were displayed on a patient's pump inquiry and could not be cleared. The patient's pump was subsequently explanted on (B)(6) 2017.